Event description:
After visualization of the ruptured right supraclinoid aneurysm, the patient was catheterized and three pc 400 coils were placed for embolization. The patient was given 5000 units of heparin during the procedure. During the treatment, a small amount of clot within the aneurysm was dislodged and became emboli in the distal vessels. This was treated with 10 mg of reopro and successfully resolved. According to the physician, this was due to the bleeding state of the patient and the hyper coagulate state that comes with that. He is unsure whether it is due to the penumbra coils or if it could have happened with any other coils. Therefore, he indicated that the relationship to the pc 400 system is "possible". The patient is being monitored for further adverse events due to the bleeding and procedure. This MDR is associated with MDR 3005168196-2012-00200, and 3005168196-2012-00201.

Manufacturer narrative:
Conclusion: emboli is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies , quality, or design concerns. The information in this report was collected during the review of coil embolization cases for a penumbra (B)(4) study. The information regarding this event is limited by the procedural reports provided by the hospital. Coil implanted in patient.